Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-09-29 additional information was received from the patient reiterating the complications and symptoms from previous report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she was charging earlier on the day of the report and the thermometer screen came on. The patient reported that she took the recharger off and stopped charging. The patient reported that she was now trying to turn the neurostimulator (ins) on and she couldn¿t get the ins to come on with the patient programmer (pp). The patient reported that she changed the batteries in the pp. The patient reported that the screen she was seeing was to charge the ins screen. The patient reported that she didn¿t see the lightning bolt in the upper left-hand corner. The patient started a charge and reported all of the coupling boxes are blank andnone of them were dark. The patient reported that one day all of the boxes were black and then they disappeared. The patient was walked through turning the antenna dial and reported only getting 2 coupling boxes after turning the dial the first time. The patient was walked through using antenna locate and was seeing 42 and 44 at the top. The patient reported that she wasn¿t able to get any higher than 44. The patient stopped at 44 and was still getting blank coupling boxes after attempting to charge again. The patient reported that she was worn out from this and it was stressful. The patient reported that she could feel where the ins was and said the area was a little swollen from implant surgery but not much. The patient reported getting the reposition antenna screen before ending the call. The patient was only able to get 2 coupling boxes through troubleshooting. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the patient saw poor communication screen on their programmer. Patient mentioned she replaced programmer batteries. The patient is able to communicate with implantable neuro stimulator recharger (insr). The patient was able to communicate, but saw recharge ins battery screen. No symptoms or complications were reported in this event. It was also reported that the patient was having difficulties charging. The patient mentioned they received a new insr. The patient reported poor coupling. The patient stated she was having an awful time and cannot seem to get it right referring to coupling. The patient also mentioned that the battery level never changes, stating it is always like a quarter charge. Troubleshooting was done. Patient repositioned antenna over ins. Then attempted a recharge session. The issue was not resolved. The patient indicated it continued to fluctuate between 0-8 boxes. Reviewed to the patient ins is charging when she experiences fluctuation. The patient stated she will continue to try and reposition antenna to get better coupling. It was reviewed that the patient call back if not able to get better coupling. The patient also inquired about connector pin port and importance of staying closed stating it will not say closed on the insr. No patient symptoms or complications were reported in this event.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that a patient is trying to turn stimulation on (see the lightning bolt) but she can't. The patient was told to connect with patient programmer (pp) and pp shows charge neurostimulator battery now warning message. It was reviewed with the patient that the stimulator needs to be charged before it can be turned on. The patient stated she gets all 8 boxes at first and then it goes to zero boxes shaded. The patient was advised to ensure the belt was positioned properly-if used. The patient stated she doesn't know how to use the belt. They attempted to walk patient through on how to use, but the patient said she would wait until her husband came home. The patient also stated there may be swelling as she just had device implanted. It was then reviewed that once her swelling goes down she should get a better connection. No further information was reported. No additional patient symptoms have been reported.